Event description:
During venous thrombosis extraction through right popliteal, the wire got into a clot and started to unravel and sheared. Procedure completed and wire retrieved with a microscopic piece remaining in the patient.